Event description:
Using cooling blanket on febrile patient. About 10" after therapy started, blanket was noted to be leaking and there was a large puddle of water on top of blanket, leaking all over patient and bed. Do not have sample, no other information besides what is in report.